Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the clip would not open. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific on (B)(6), 2009 that a resolution clip device was used during a esophagogastroduodenoscopy procedure ((B)(6) years and weight is unknown).according to the complainant, during the procedure, the clip would not open. The procedure was completed with another resolution clip device.there were no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The clip assembly was located inside the over sheath. The over sheath was pulled back to expose the clip assembly. The clip assembly was actuated several times and deployed as per design; two distinctive clicks were heard. A root cause could not be determined for this complaint. The device functioned as designed and had no visual deformities. (B)(4)

Manufacturer narrative:
(B)(4). Would not open. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).